Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. The event can be detectable and preventable by following the instructions for use (IFU) which state: the gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name (complete): (B)(6) hospital. E1 - address 1 (complete): (B)(6) e1 - address 2(complete): (B)(6). E1 - city (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a burned probe cover. The issue was found during maintenance. There were no reports of patient involvement.